Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the device was difficult to remove, which has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Clip delivery system (cds) 50804u220 met resistance during advancement into the steerable guide catheter (sgc) and was removed without reported issue. Cds 50817u150 also met resistance during advancement into the same sgc. During withdrawal of the cds, resistance was met with the clip introducer and the clip introducer became damaged. The sgc was replaced with a new sgc. Cds 50804u220 was reinserted and the clip was deployed without reported issue. During preparation of cds 50810u120, the delivery catheter (dc) shaft was noted to be bending when the lock lever was retracted; thus, the cds was not used. A new cds was advanced and the clip was deployed without reported issue. The procedure was completed successfully with mr reduced to 1-2, no reported adverse patient effects, and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis and the inability to insert the clip delivery system (cds) into the steerable guide catheter (sgc) was confirmed via returned device analysis due to the loose/broken guide hemostasis valve. Tears were observed on the clip introducer (ci), confirming the reported torn ci. The reported difficulty to remove the clip from the ci could not be replicated in the testing environment due to the damage of the ci. The investigation concluded that the inability to remove the cds from the sgc was a result of procedural circumstances associated with the broken sgc hemostasis valve. The difficulty removing the clip from the ci resulting in tears of the ci was determined to be a result of procedural conditions associated with the removal of the clip and the clip interaction with the tip of the ci. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).